Manufacturer narrative:
Additional information was received from author on 12/20/2017. It was reported that one (B)(6) y.o. Male patient developed a phrenic nerve palsy in group 2. The event date is (B)(6) 2013. Physician¿s opinion regarding the causality of adverse event is procedure-related. The event result in the mile impairment of a body function or damage to a body structure. Patient required extended hospitalization. Patient¿s condition is improved. Manufacturer¿s ref. #: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 90 patients underwent radio-frequency ablation from november 2009 to february 2015. Among them, 1 patient developed a phrenic nerve palsy in group 2. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿infarct transmurality as a criterion for first-line endo-epicardial substrate¿guided ventricular tachycardia ablation in ischemic cardiomyopathy¿ the purpose of this study was to investigate whether infarct transmurality (it) could identify patients who would benefit from a combined first-line endo-epicardial approach. Suspect device is a navistar, however catalog and lot number is unknown.